Manufacturer narrative:
Eval summary: the following event could be due to one or more of the following mechanisms: unsatisfactory placement of the component parts (shell, stem, or liner), extent of component stability, extent of soft tissue tension or pt behavior. Based on the available info, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and revised eleven months later, due to repeat dislocations.